Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and discovered/verified the issue. The stryker service technician reconnected the j19 connector on the therapy board to resolve the issue. The cause of the reported issue was determined to be a loose connection on the j19 connector to the therapy board.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was delivering abnormal energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.